Event description:
It was reported that the right side of the rapid infuser is not increasing pressure enough. No patient involvement was reported.

Event description:
It was reported that the right side of the rapid infuser is not increasing pressure enough. Pt involved. No adverse effects.

Manufacturer narrative:
Corrected data: event date updated. Pt involved. No adverse effects.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with door cracked. The customer stated problem was duplicated. The bladder port loose from the smc connector, which air leaked. Replaced bladder bag, deflate assembly, and a straight fitting. Replaced old style float switch to new style float switch. Installed pressure chambers to a regulated air supply. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d5: correction: operator of the device: unknown. E4: correction: customer reported to FDA: no information.